Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated patient has burning in the pelvic floor since implant (reason for ins) and the ins did not help resolve the burning sensation . Additional information reported later indicated that patient device was removed due to "frequency and urgency". There were no further symptoms or complications reported or anticipate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had several impedance, checks, diary, reprogramming ,plain x-rays l-s spine and pelvic, multiple consultation with other specialists. It was noted as unknown if the issue was resolved.